Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system solution set leaked when the spike fell out of an unspecified baxter tpn (total parenteral nutrition) bag. This issue occurred shortly after starting the tpn (total parenteral nutrition) infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.